Event description:
It was reported that an ac voltage error message occurred twice. In the first instance, the error message occurred when the device was disconnected and connected quickly. Eventually the error message went away on its own. The second instance the error message occurred, there was no disconnection. The ECMO specialist unplugged and plugged the cardiohelp to troubleshoot the error message. The cardiohelp was exchanged. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that an ¿ac voltage error message¿ occurred twice during treatment. In the first instance the error message occurred when the device was disconnected and connected quickly. The error message went away on its own. The second instance where the error message occurred, there was no disconnection. The ECMO specialist unplugged and plugged the cardiohelp to troubleshoot the error message. The cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation on 2024-02-15/22. The cardiohelp was tested for five days and the battery calibration was performed four times without any errors. The ac line cord was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿ac voltage error¿ could be confirmed on the date of events, 2024-01-21 and 2024-02-01. No exact root cause could be determined as the repair centre could not replicate the failure. However a similar failure was already investigated by the life cycle engineering (lce). According to the lce the most probable root cause is as follow: - the switching power supply delivers voltage value outside the monitored tolerance - an unreliable connection at the main ac plug (permanent ac on / off) - due to stiff socket-plug connection arcing at the main plug of the ac power supply can occur & cause voltage deviations within the device the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. An ac voltage error can occur if the device was disconnected/connected within 5 seconds. The review of the non-conformities has been performed on 2024-02-14 for the period of 2016-06-03 to 2024-02-06. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-06-03. Based on the results the reported failure ¿ac voltage error" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.